Event description:
Tech. Had a tube break and cut through her glove lacerating left thumb when removing tube stopper. As per facility procedure, bloodborne pathogen protocol was followed. Prior to injury, tech. Received and completed all hepatitis vaccination shots. Baseline testing performed; all results negative. No medical intervention or stitches required.